Manufacturer narrative:
The scope was not returned for investigation. The specific scope used in this case could not be confirmed, and a complete device-specific record review could not be performed. Video review identified no use errors and confirmed that the lesion was located close to the pleura. Parenchyma-like tissue briefly appeared in the camera view, which may indicate parenchymal breakthrough as the physician intentionally advanced to access the lesion. The physician proceeded with the procedure and subsequent biopsies, with no deviations from expected workflow noted. The physician did not attribute the pneumothorax to the galaxy system and stated that the injury was due to the nature and anatomy of the lesion. Given the lesion's pleural location, cystic characteristics, and the timing of symptom development, the event is consistent with the known inherent risks associated with bronchoscopy and transbronchial biopsy.

Event description:
The patient underwent a galaxy-assisted bronchoscopy procedure and was discharged home the same day without complications. Three days later, the patient reported worsening chest pain and was instructed to present to the emergency department, where a small right-sided pneumothorax was identified. A chest tube was placed and remained in place for 48 hours. The patient was discharged home after 72 hours and reported to be in good condition. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.